Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/11/2013 with the following findings: the history of the event date was unavailable in the pump; the dates available for review were from (B)(6) 2010. The available history showed no evidence of reboots. During investigation of the pump, no damage was found to the battery compartment or battery cap. The returned battery cap attached to the pump securely and the pump powered on normally. The pump was exercised for 24 hours and no power issues occurred. The pump cover was removed and no internal moisture or damage was found to the power circuit or battery flex. Unrelated to the complaint, investigation revealed a dim/discolored display screen and that the keypad was torn and peeling. A test display screen was installed and displayed normally. The keypad buttons were tested and the down arrow keypad button was unresponsive. The keypad cover was removed and contamination was found under the contrast, up arrow, and down arrow key contacts; the additionally the down arrow key contact was misaligned.

Event description:
The reporter contacted animas on (B)(6) 2013 and stated the pump would not power on after the pump was dropped while running. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.